Event description:
In 2007, the pt was brought to the cath lab for placement of a permanent dialysis catheter. The pt was on 15 l of o2 non-rb mask. She was prepared in the usual manner. The physician visualized the left jugular and a small incision was made in the neck and chest wall. A tunnel cath was inserted from chest wall to the neck. Due to difficulty with wire placement, a berenstein wire was used to mark the correct placement of the catheter. The tunnel cath was exchanged for the dilator and then the introducer sheath was inserted. The dilator was pulled, audible air came in, physician placed his finger over the hole, quickly threaded the cath over the wire. Staff tried to get pt up on right side. Pt was asked to hum, but due to poor respiratory status, it was very difficult for pt to hum. Oxygen was increased, the vein was flouroscoped but could not see any air in the vein. Pt became unresponsive, resuscitation efforts were unsuccessful. It is uncertain as to whether the valve failed to close when the dilator was pulled, allowing air into the vein or the flap moved out of position.